Event description:
It was reported that a vessel dissection occurred. The patient presented with an inferior wall myocardial infarction. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to middle right coronary artery. A 38 x 3.50 promus premier drug-eluting stent (des) was deployed at 16 atmospheres for 10 seconds and post dilated with a 3.50 x 12 mm non-compliant balloon. A type b, osteo-proximal dissection was then observed. Timi ii flow also noted in relation to the dissection. The dissection was covered with a 3.50 x 16 mm promus premier des and the procedure was completed. The patient was stable post procedure and was fully recovered.

Manufacturer narrative:
E1 initial reporter address 1 & 2: (B)(6).